Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found no visible damage to lens and white residue on lens surface. (B)(4).

Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Work order search-no similar complaint types reported for units within the same lot. Conclusion: off-label use [under 21 years of age at time of implant (20 yrs), acd < 3.0mm (2.8mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6, +6.5 diopter implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the patient experiencing significant reduction of irido-corneal angles, pupil block with elevated iop, and angle closure. As of the date of MDR submission, the lens has been returned but not yet evaluated.